Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a skin reaction was reported. The sensor was inserted into the arm on (B)(6) 2018. The patient's friend stated an hour after the sensor was inserted, the sensor insertion area started to ache, and the patient was experiencing pain. They stated the aches and pain worsened by the hour until the patient could barely move. It was indicated that the patient had an infection at the sensor insertion site and was prescribed antibiotics on (B)(6) 2018. At the time of contact, the patient was doing well. No additional patient or event information is available. The sensor was inserted into the arm. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).